Manufacturer narrative:
The getinge field service engineer (fse) who encountered the issue found there to be no vacuum from the compressor. The fse found the output quick disconnect damaged and replaced it. The fse completed the pm and performed all functional and safety tests which passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) found that there was no vacuum from the compressor on the cs300 intra-aortic balloon pump (iabp). There was no patient involvement, and no adverse event was reported.

Event description:
N/a.